Manufacturer narrative:
B3: unknown; no information has been provided to date. E: reported postal code is (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a motor rate error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was verified and confirmed. Additional testing performed to prepare for the return and it was found that the motor rate error occurred. The main printed circuit board was replaced to correct the issue.